Event description:
It was reported that the programmer's screen locked up and it was not possible to do anything with it. Troubleshooting suggestions were to unplug the power cord and remove the battery, wait 30 seconds and plug back in. It was further reported that the device was restored. The programmer has not been received into service. No patient complications have been reported as a result of this event.